Event description:
The customer reported that the device fails pressure sensor circuit test. No patient involvement.

Event description:
The customer reported that the device fails pressure sensor circuit test. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor harness, front cover, left handle, barrel clamp, left/ right iui's and top disk holder. A review of the device history record for sn (B)(6) was performed from date of manufacture 06/24/2013 to present date 01/14/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor harness (error code 354.6770 intermittent). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA# ca-2018-0161 iui conn issues.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the device fails pressure sensor circuit test. No patient involvement.